Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. No programming changes made were reported. The patient status was unknown.